Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack by the reservoir window and some weird things when customer changed the battery. The blood glucose of the customer was unknown. The customer used multiple new batteries to get the pump to respond to the battery change, and other times when he changed it had message insulin pump reset, settings preserved, pop up, and then it counts down from 7 or 8 and restarts with the date set to the year 2012. The device will not be returned for the analysis.